Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had two high rate non-sustained episodes with noise. A high threshold was noted on the same day. Follow up with the physician's office indicated that the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately 2 months later, an alert was triggered due to non-sustained episodes and short v-v intervals. The oversensing could no t be reproduced. The alert was programmed off and the lead will continue to be monitored.